Manufacturer narrative:
The guidewire was discarded at the user facility. The root cause of the event could not be determined.

Event description:
It was reported that during a pci procedure, the tip of the graphix guidewire fractured. The 90% stenotic lesion was located in the very tortuous obtuse marginal. The tip was able to be retrieved with a snare. The procedure was completed with a different guidewire. There were no reported patient complications. Additional information had been requested.